Manufacturer narrative:
The supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-arotic balloon pump (iabp) had overheating alarm problem during training with the application engineer. There was no patient harm or injury reported.

Event description:
It was reported that during training with the application engineer, the cardiosave intra-aortic balloon pump (iabp) had overheating alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: b5, e1 (initial reporter and event site mail), e2, e3, e4. A getinge field service engineer (fse) replaced the compressor (0119-00-0236) and muffler (0103-00-0499). Fse performed the device checks according to the manufacturer's protocol. The device is functional.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h11. Corrected fields: h6(investigation findings, component codes).

Manufacturer narrative:
After further investigation, it was identified that the event occurred with a training unit that was not used clinically. Hence the complaint is invalid.